Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip probe was broken. The issue occurred during a therapeutic laparoscopic hepatectomy. The procedure was completed with a similar device, with no delay. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: h8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be determined. However, based on the investigation results, the probe likely broke due to one of the following: 1. During the output activation in seal & cut mode, the distal end of the probe contacted thin equipment, causing spark generation. 2. A force was applied to the probe during spark generation. 3. Cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4. Due to continuous use of the device, the cracks on the probe progressed, which led to breakage of the probe. The instructions for use provides the following warning regarding the reported event: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.